Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional absorb scaffold mentioned is being filed under a separate manufacturer report number. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat 2 lesions in the left anterior descending artery (lad) with heavy calcification. Pre-dilatation was performed with an unknown 3.0 x 20 mm balloon, both proximal and distal to the stenosis, after which a small dissection was observed in the distal direction. A small amount of stenosis remained in the proximal area. A 3.5 x 15 mm non-compliant (nc) balloon was used for additional dilatation in the lesion. A 3.5 mm absorb scaffold was implanted and post-dilatation was done in the scaffold and in the proximal stenosis using a 3.5 x 15 mm nc balloon. There was still a small amount of stenosis observed in proximal direction. A 3.0 x 12 mm absorb scaffold was successfully implanted proximally and post-dilated with a 4.0 x 12 mm nc balloon. The final patient outcome was good. The patient was prescribed dual antiplatelet therapy (dapt) of aspirin and clopidogrel. On (B)(6) 2016, the patient returned to the hospital. An 80% stenosis was observed both proximal and distal to the previously implanted scaffolds. Pre-dilatation was performed and a 3.5 x 38 mm non-abbott drug eluting stent (des) was implanted proximally and a 2.75 x 32 mm non-abbott des was implanted distally. Then a spasm occurred in the proximal direction, so a 3rd non-abbott des was implanted. The final result was fine and the final patient outcome was good. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received as follows: the patient presented with stable angina. The first absorb scaffold implanted was a 3.0 x 28 mm. The second absorb scaffold implanted was a 3.5 x 12 mm. The patient returned due to angina on ischemic treadmill test. Restenosis was found inside both scaffolds. It was confirmed that the patient had been compliant with dapt.